Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. A photo was provide which shows two cartridges of a different model, not the reported cartridge models. The cartridges are overlapping each other in the photo. Viscoelastic can be observed in the top cartridge. There is evidence it has been placed into a handpiece. The second cartridge is upside down. No determination can be made from the photo. Based on our observation of the attached photos, the cartridge appears to be used and clinical solution appears to be present on the cartridge. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A facility representative reported two defective cartridge during intraocular lens (iol) implant procedures. The lenses had difficulty coming out of the cartridges. Additional information has been requested.